Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said they were having an ultra sound the day of the call and wanted to turn stimulation off. The patient reported seeing a poor communication screen on their programmer with and without the antenna. The patient said they fell on their back in march and thought they might have done something to the device. The patient mentioned that the programmer was working fine in march. The patient said that when they used the programmer in march they saw a low battery message and thinks it is the ins low battery message. The patient was redirected to their healthcare professional. No symptoms were reported. Additional information was received from the patient. They reported that they are not positive about the cause of the event, but the ins stopped working about 2 weeks after their fall. They thought it was the battery, but it was not; they stated that ¿perhaps my fall broke it.¿ their doc tor used their machine to try and fix it, but with no success, so the patient will be getting a replacement device.